Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station froze during a transaction. The technical support specialist (tss) accessed the station remotely and performed a reboot as part of the initial troubleshooting. After the restart, the medication application launched successfully, and the station returned to normal operation. The functionality was verified, and the case was closed after confirming that transactions could be performed without further issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was froze during the transaction. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.